Event description:
After the operation, the child has burns on the lips.

Manufacturer narrative:
The device was not returned to siemens for further evaluation. The only evaluation of the device performed by siemens was the initial safety test, which revealed no apparent malfunction of the device. Additional information was requested from the customer regarding the type of procedure being performed, application of the device, and other surgical appliances that may have been in use at the time of the event. Co has received no response to these requests.